Event description:
It was reported that during a gastric bypass procedure, during the connection of ne-ostomach, the device failed because the staples were open and the sectioned stomach had its mucous exposed. The physician chose to perform manual suture using vicryl 3-0. The patient had to stay in the hospital for a longer period but was in good condition.

Manufacturer narrative:
Date sent: 11/17/2008. Information anticipated, but unavailable at this time.